Event description:
Report received from (B)(6). During an unspecified surgical procedure, the surgeon indicated that he "made six prepared holes using with number 4 stopper and tried to fix the using six screws." The holes were "too loose" to fix the screws. "Every screw at each position was too loose to fix the screws." The report indicates the surgeon used a drill, an attachment and an adjustable drill guide. No additional information was available at the time of this report.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent. Ref: (B)(4).